Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.